Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic via remote transmission with an alert for high atrial lead impedance. No other anomalies were reported. No medical intervention was performed at the time. During an unrelated procedure, the physician imaged the lead; a subclavian crush was suspected. The physician elected to cap and replace the atrial lead. There were no adverse effects to the patient, and they were doing well after the procedure.